Event description:
While the unit was in use on a patient, the display malfunctioned and the screen was completely white. The pt was switched to another unit and therapy was continued. No pt injury was reported.